Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys vitamin b12 immunoassay on a cobas e 411 immunoassay analyzer (e411). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The sample initially resulted with a b12 value of 62 pg/ml. The sample was repeated on (B)(6) 2018, resulting as < 50 pg/ml accompanied by a data flag. The sample was repeated in another laboratory using an unknown test method, resulting as 228 ng/l. The sample was also repeated on the e411 analyzer on (B)(6) 2018, resulting as < 50 pg/ml accompanied by data flag. No adverse events were alleged to have occurred with the patient. The b12 reagent lot number was 319744, with an expiration date of december 2018.

Manufacturer narrative:
The last calibration performed on (B)(6) 2018 had signals that were higher than expected. The customer did not follow calibration recommendations documented in product labeling. Quality controls on (B)(6) 2018 were within range. The investigation was unable to find a definitive root cause.